Manufacturer narrative:
H11: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instructions for use review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that the subject was the control for the clinical study and did not receive the regeneten device. The subject was noted to be a 54-year-old female. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The adverse event was likely procedure related. Subacromial bursitis is a well-documented postoperative complication and can occur as part of the body¿s natural healing process. It is commonly associated with irritation or inflammation of the surrounding tissues following shoulder arthroscopy. It cannot be concluded that there was a mal performance of the implant or an implant failure. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: roi this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a shoulder arthroscopy performed on (B)(6) 2024, in which four healicoil regenesorb devices were used, the patient experienced recurrent subacromial bursitis; the issue was treated with a corticosteroid injection and physical/physiotherapy. Patient current status is recovered.